Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 5 of 7 on the home choice (hc). The home patient (hp) stated he was still connected. The technical service representative (tsr) instructed the hp to cycle the power twice to press go to start. The tsr had the hp disconnect and remove cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm. The tsr advised to contact the nurse. During a follow up call to the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm, nothing was noted unusual at the time of the alarm. The hp did not follow up with the peritoneal dialysis nurse (pdn) regarding the alarm. The hp stated he started over with new supplies and resumed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.